Event description:
It was reported that the customer had low blood glucose levels of 43 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 163 mg/dl when her actual blood glucose level was 197 mg/dl. Advised that the sensor glucose and blood glucose difference was within an acceptable range. Troubleshooting was done. Advised customer to monitor the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.